Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) device is similar to device under 510(k) p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2018: a female patient underwent taa repair. The patient's anatomical condition was suitable for endovascular repair. Zta-p-34-161-w1((B)(4)) was placed from zone 2. Endoleak was confirmed by angiography and it seemed to be proximal type I endoleak. The endoleak was solved by additional placement of another zta-p-34-161-w1 ((B)(4)) as full-overlap and the procedure was completed. ((B)(4)) on (B)(6) 2018: endoleak that was suspected to be type iii or IV was confirmed on the CT angio image taken on (B)(6) 2018. ((B)(4)) no additional procedure has been performed to treat the endoleak as of (B)(6) 2018. Patient outcome: the patient's condition is unknown as not provided by the reporter.

Manufacturer narrative:
Exemption number: e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: cook medical incorporated (cmi). (B)(4). Summary of investigational findings: the complaint event states a patient who underwent a thoracic aortic aneurysm (taa) repair on (B)(6) 2018. Zta-p-34-161-w1 was placed from zone 2. What seemed to be a endoleak type 1 was confirmed on angiography, but was solved by placing another zta-p-34-161-w1 (handled in another period) as full overlap. In july, an endoleak suspected to be a type iii or IV was confirmed on CT angio imaging. No additional procedures were performed to treat the endoleak and no information about patient outcome was provided. One week postoperative CT study was provided and reviewed. The findings of the imaging reports that "the most proximal zta thoracic graft (31 x 161 mm) begins 7 mm distal to the left common carotid artery (lcca), partially covering the origin of the left subclavian artery (lsa). The lsa, however, remains patent. A second zta thoracic graft (34 x 161 mm) begins 3.5 mm distal to the lsa, overlapping with the proximal graft. Both of these grafts appear aligned, distally, where they end in the mid descending thoracic aorta. The proximal extent of the taa is difficult to identify but it appears to begin 20 mm from the lcca, but 13 mm from the proximal edge of the zta graft. There is contrast filling the taa sac, consistent with an endoleak. There also appears to be a small amount of contrast around the proximal zta grafts where they both already overlap, about 11 mm from the proximal graft edge (7 mm from the lsa origin). This is most likely a type 1a endoleak". Additionally, the reviewer states that "it is unlikely to be a type 3 or type 4 endoleak since the contrast is seen around the grafts where they already overlap. The cause of this endoleak cannot be determined from the single study provided". Imaging of the type 1a endoleak on the first zta-p-34-161-w1 (pr234029), was not provided and is confirmed based on customer testimony. The cause for the endoleak is likely inadequate sealing zone, since it appears on the imaging, that the proximal edge of the zta graft is placed 13 mm from the proximal extent of the taa. The reported type iii or IV endoleak, that occured after relining the first stent graft with a second stent graft is, according to the imaging reviewer, most likely a type 1a endoleak and not type iii or type IV endoleak as reported in the event description. As the sealing zone is inadequate for both the implanted devices, this may be a likely cause of the endoleak. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.